Manufacturer narrative:
The insulin pump alarmed prime during basic test due to loose/protruded drive support disk. We were unable to perform occlusion, prime, the excessive no delivery test due to prime alarm. The insulin pump passed unexpected restart test, self-test and all operating currents were normal. The insulin pump received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip, broken battery tube threads and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor. The customer's blood glucose reading was unknown at the time of incident. Troubleshooting found that the drive support cap was loose. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and to return the product for analysis.